Event description:
The initial reporter questioned low results for multiple patient samples tested for urea on a cobas 8000 c 702 module an example of a discrepant low result for 1 patient sample was provided. The initial result was 2.2 mmol/l. The repeat result was 17.3 mmol/l.

Manufacturer narrative:
The urea reagent lot number and expiration date were not provided. The customer noted several dripping rinse probes. On (B)(6) 2025, the field service engineer (fse) found an issue with a reagent probe. The fse adjusted all reagent arms. A rinse station was misaligned and near the cuvette wall. Adjustments were made to the rinse assembly head. The gear pump head was replaced and the pressure set. All of the cuvettes were replaced. A cell blank measurement was acceptable. The customer has had no further issues since the service visit. The investigation is ongoing.

Manufacturer narrative:
As the field service engineer (fse) performed several service actions, the specific root cause could not be determined. The investigation determined that the service actions resolved the issue.